Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board and contacts are contaminated by liquid. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. The investigation is ongoing.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. The patient inserted a test strip within the meter and there was an unknown error. The patient turned the meter off and back on. The patient reinserted the test strip and was able to reach the countdown for testing. The patient performed a test and could not determine if the result was a 0 or an 8. The patient checked the display and there were no missing segments. The patient repeated the test with a new finger and a new test strip, the patient's result was 0. The patient confirmed there was no unit of measurement displayed after the results field.